Event description:
During initial use, customer reported that the device had a service indication. Physio-control evaluated the device and observed that it would not pass the user test and logged several fault codes repeatedly in the memory that indicated a critical failure. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device at the failure analysis center and isolated the failure to the therapy pcb. The root cause of reported malfunction was determined to be a melted and cracked feedthru via near the cr 30-1 diode. A replacement device was provided to the customer.